Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "lamp lighting failure" was likely due to the faulty power supply unit. Additionally phenomenon 2 "lamp lighting failure" was also likely due to a faulty xenon lamp. The event can be detected/prevented by following the instructions for use which state: "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire. Use this instrument only under the conditions described in ¿transportation, storage and operating environments¿ and ¿specifications¿ in the appendix. Otherwise, improper performance, compromised safety and/or equipment damage may result". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the system was slow to turn on and displayed an error message on 12 may 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: power unit failure and lamp failure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the current, non-original lamp was damaged, the upper cabinet was damaged, but did not prevent the operation of the device, and the power supply board was damaged due to possible connection to 220 volts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to e2 and e3 were performed to include accurate title and occupation of reporter.